Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was corroded, the lock tabs were worn, and the spring was damaged. It was further determined that the cutter could not be inserted, there was component damage, and the locking components were damaged. It was further determined that the device failed pretest for cutter engagement assessment and motor engagement assessment. The assignable root cause of these conditions was determined to be due to user which is user error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: additional information h6: component codes have been added to the investigation. This information does not change the reportability of the file. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that the attachment device was heating up. It was not reported if the event occurred during a surgical procedure. It was reported that there were no delays to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.